Manufacturer narrative:
The initial MDR 2432235-2015-00297 was filed on june 19, 2015.additional information (06/22/2015): the corrected result for the patient 3 was not available in the initial MDR.

Event description:
The corrected result (reactive) was reported to the physician(s) for patient 3.

Event description:
Discordant, false negative (B)(6) igg results were obtained on three patient samples on an advia centaur xp instrument. The discordant results for patients 1 and 2 were reported to the physician(s), who questioned them. The initial result for patient 3 was not reported to the physician(s). The samples were repeated twice on the same instrument for patients 1 and 3 and both samples resulted with one negative result and one positive result. The laboratory tested alternate samples from the patients on the instrument and obtained one positive result and one negative result for patient 1 and a positive result for patient 3. The sample for patient 2 was repeated on the same instrument and resulted with one negative result and one positive result. The laboratory issued the reactive results to the physician(s) as corrected reports for patients 1 and 2, as the reactive results matched the clinical histories of the patients. No result was reported to physician(s) for patient 3. There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative (B)(6) igg results.

Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument and the instrument data, the cse found that the reagent 3 probe was loose. The cse tightened the reagent 3 probe and checked the positions. The cse proactively installed new aspirated probe valves, the tubing and ran a system check. The customer ran precision testing on patient samples, which was acceptable. During a follow-up visit, the cse replaced the sample probe lead screw, the plunger, the syringe, and the tubing. The cse also replaced the diluter, the heater coil assembly and the two-way valve at the manifold for the reagent probe 3. The cse replaced all four aspirate probe pinch valves and the acid and base pumps. The customer ran precision testing, which was acceptable. The cause of the discordant, false negative (B)(6) igg results on three patient samples is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.